Event description:
Bilateral breast augmentation 1987. Did very well with them until she fell feb 1999; broken foot requiring use of crutches. The fall resulted in changes in right breast: class IV capsule, painful. Conservative therapy failed. Pt underwent bilateral capsulectomies and implant removal. Implants were removed intact.